Manufacturer narrative:
Evaluation summary: it is unclear whether the liner was fully seated. Zimmer recommends proper seating of locking ring around the liner. No preoperative x-rays or patient information was received. No further engineering evaluation can be completed with the available information. Cause cannot be definitively determined. Evaluation: rim appears to have been cut away from the liner during the removal of the shell. There is also evidence of a screw being inserted in the liner to facilitate removal as well. The bearing surface exhibits what appears to be significant wear. In the current condition of the device, accurate measurements could not be taken. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2007. Revision surgery occurred in 2007, due to dislocation.